Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event error code e216 (scope communication error) was caused by a component failure. The white residue on the air-water channel and auxiliary channel also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had error code e216 (scope communication error), white residue on air water channel and auxiliary channel. There was no patient involvement.